Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection on the insertion site, with symptoms of warm and redness around the insertion site followed by white pus with blood, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. The user was prescribed cefalexin 500 mg every 6 hours for 10 days. The user took the first dosage on (B)(6) 2025 at 8:00 pm. The user stated that they are feeling better.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of warm and redness around the insertion site followed by white pus with blood, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. The user was prescribed cefalexin 500 mg every 6 hours for 10 days. The user took the first dosage on (B)(6) 2025 at 8:00 pm.the user stated that they are feeling better.